Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip ((B)(4)) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the second clip ((B)(4)) became stuck on the mitral valve leaflets and was removed without intervention. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ with challenging anatomy. One clip ((B)(4)) was implanted, reducing the mr to 2. While positioning the second clip delivery system (cds (B)(4)) in the left ventricle, the clip became stuck on the chordae and then on the leaflets. Troubleshooting was performed for approximately 50 minutes and the clip was able to be freed; however, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was deployed on both leaflets to stabilize the slda clip, but the mr remained at 4+. No further clips were attempted and the procedure was discontinued. After the procedure, the patient was hypotensive; therefore, the patient was kept intubated, given medication and hospitalized. No further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated, and the reported clip becoming caught in chordae (difficult to remove) appears to be related to patient morphology/pathology and user technique/procedural circumstances. A definitive cause for the reported unchanged mr was unable be determined. The reported hypotension was likely a result of the procedural circumstance of the unchanged mr. The reported patient effect of worsening mitral regurgitation (mr) and hypotension, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.